Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited intermittent p wave sensing in refractory leading to competitive atrial pacing and ams triggers. The device was reprogrammed. The patient was well.